Event description:
The patient underwent a pacemaker implantation in the left abdominal wall on (B)(6) 2012. This lead, as a ventricular lead, and another back up lead (the same model) were also concurrently implanted. High ventricular lead impedance was confirmed on (B)(6) 2013, during a regular follow-up. Lead impedance >3000 ohm was confirmed on (B)(6) /2013 and the pacing failure, possibly breakage point was not identified fluoroscopically. The patient underwent a re-operation on (B)(6) 2013, and the lead remained implanted and capped. The back up epicardial lead was connected to a new pacemaker.